Event description:
Customer reported to beckman coulter, inc. (Bec) that smoke was coming from the unicel dxc 800 synchron system (dxc 800) or from the powervar uninterrupted power supply (ups). Customer reported that they heard popping and crackling sounds coming from the dxc 800 and/or the ups. Customer reported that the dxc 800 automatically shut itself off and the ups started beeping. Customer reported that there was a strong electrical burning smell coming from the back of the dxc 800. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the line conditioner box was burned and the wires out of port j101 were burned. The fse replaced the line conditioner, wires and breaker switch. The fse also found a blown fuse on the ups. The fse was unable to determine if ups caused the issues with the dxc 800 instrument. The powervar ups was not manufactured by bec. To date, customer has not reported on recurrence of smoke coming from the dxc 800 or the ups.

Manufacturer narrative:
(B)(4).